Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of dart detachment. Investigation of the returned capio slim device found that the device was visually in good condition. The handle, the head, and the cage were observed to be in good shape. The carrier was found misaligned. Microscopic inspection of the returned capio slim device revealed that the riveting pin surface at the distal section was smaller. Furthermore, the suture used with the capio slim device was also returned and was found that the dart was missing from one end of the suture. Due to the type of damage in the suture, it can be determined that device interaction with additional tension put on the suture caused it to break. Additionally, a sample suture with a diameter of 0.017 inches was used for functional inspection, and it was observed that the carrier had difficulties properly loading and engaging the suture into the device. A video was provided showing the device with problems to load the suture properly. With all the available information, boston scientific concludes that the complaint of problems with loading/engaging the suture into the device is confirmed. The problem of the riveting pin surface at the distal section observed to be smaller could cause the head halves to open and likely could have caused by a manufacturing deficiency. Additionally, it is possible that the as a result of the riveting pin surface at the distal section being smaller, this affects the correct performance of the device, causing the problem of carrier misalignment. Based on this, the investigation concluded that the most probable cause for this is manufacturing deficiency. Furthermore, an investigation to address the problems with loading/engaging the suture properly is in progress. Based on a review of all available information, the cause of the reported event of problems with loading/engaging the suture properly could not be determined.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation for vaginal prolapse repair procedure performed on (B)(6) 2022. During preparation, the capio suture did not engage in the carrier. A video was provided showing that the dart was loaded into the device but would detach from the carrier upon deployment. The procedure was completed using the same capio device and capio suture. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results of the returned suture, where it was found that one of the darts was missing from one end of the suture. Additional information received on february 27, 2023 confirmed that the dart detached from the suture and was left inside the patient as it could not be removed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation for vaginal prolapse repair procedure performed on (B)(6) 2022. During preparation, the capio suture did not engage in the carrier. A video was provided showing that the dart was loaded into the device but would detach from the carrier upon deployment. The procedure was completed using the same capio device and capio suture. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results of the returned suture, where it was found that one of the darts was missing from one end of the suture. Additional information received on february 27, 2023 confirmed that the dart detached from the suture and was left inside the patient as it could not be removed.

Manufacturer narrative:
Correction to blocks h6: evaluation result codes and h10: investigation analysis block h6: imdrf device code a0501 captures the reportable event of dart detachment. An investigation of the returned capio slim device found that the device was visually in good condition. The handle, the head, and the cage were observed to be in good shape. The carrier was found misaligned. Microscopic inspection of the returned capio slim device revealed that the riveting pin surface at the distal section was observed to be partially smaller, and this issue could cause the head to open. Additionally, a video attached to the complaint record shows one capio device having problems loading the suture properly. Therefore, the complaint of "device failure to load or engage suture" is confirmed. Furthermore, the suture used with the capio slim device was also returned, and the dart was missing from one end of the suture. Due to the type of damage in the suture, it can be determined that a device interaction with additional tension put on the suture caused it to break. Therefore, the reported event of dart detachment could be confirmed. Additionally, a sample suture with a diameter of 0.017 inches was used for functional inspection, and it was observed that the carrier had difficulties properly loading and engaging the suture into the device. A video was provided showing the device having problems loading the suture properly. With all the available information, boston scientific concludes that the reported event of dart detachment is likely could have been caused by procedural factors such as handling technique and device manipulation during the procedure. Therefore, the most probable cause for this event is adverse event related to procedure, which indicates the adverse event occurred during the procedure and the device had no influence on the event. In addition, the most likely cause of the detached dart remaining inside the patient is known inherent risk of device, which means that the reported adverse event is known and documented in the labeling (including both short and long term known complications or adverse reactions). The problem of the smaller riveting pin surface at the distal section could cause the head halves to open and was likely caused by a manufacturing deficiency. It is also possible that the smaller riveting pin surface at the distal section affects the device's correct performance, resulting in the problem of carrier misalignment. Based on this, the investigation concluded that the most probable cause for this is manufacturing deficiency. Moreover, an investigation to address the problems with loading/engaging the suture properly is in progress. The cause of this event could not be determined based on a review of all available information.